Event description:
(B)(4).

Manufacturer narrative:
The device is currently being returned to the manufacturing facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Manufacturer narrative:
The device was received by the resmed manufacturing facility located in (B)(6) and an extensive investigation was performed. The investigation determined that the battery issue was due to a software problem. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).